Event description:
Two endeavor sprint rx drug-eluting coronary stents (details unknown) were deployed in to a patient with no issue reported (ref MFR 2953200-2010-01120). However, it was reported that 3 days post implant, the patient presented with symptoms. Myocardial infarction and stent thrombosis were confirmed. No other clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Results: mi, stent thrombosis.